Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a skin reaction with itching, burning sensation, redness, inflammation, blisters, drainage and pustules underneath the sensor pod area. The patient used over the counter secura skin prep product, but it did not help minimize or prevent the skin reaction. The reaction was treated with a prescription of an oral desloratadine (unspecified dosage) and cortisol ointment starting on (B)(6) 2025. No photo or other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).